Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states both side frames broke at the weld near the step tube.

Manufacturer narrative:
Additional/updated information was added to reflect the left and right side frames being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld/tubing was broken at the bottom rear of both side frames, and the tubing was also broken just above the top hinge plate on the right side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the back cane and the lower sidebar was broken on both side frames. Additionally, the right side frame was broken towards the front, just above the upper hinge plate. However, the underlying cause could not be determined.

Event description:
Dealer states both side frames broke at the weld near the step tube.